Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect events while operating on batteries was confirmed in the submitted heartmate 3 controller event log file. The log file contained approximately 3 days of patient event data. During battery support there were multiple occurrences transient power cable disconnect events where one of the cable's battery capacity indicator voltages did not correspond the cable¿s voltage. There were no atypical power cable disconnect events on the other power cable lead. Per technical service, these events are indicative of a momentary battery/clip terminal connection issue or a controller power cable lead issue. The customer did not reply to requests for additional event information; no products were returned for evaluation. Although the power cable disconnect and low voltage events were confirmed in the log file, the root cause of the events were not determined in this investigation. The system controller was shipped to the customer with on aug 26, 2020. The system controller was assigned to the patient on (B)(6) 2021. Per the log file and tech service communications, the system controller software version was ver 1.7.0. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) under alarms and troubleshooting, power cable disconnected alarms, and low battery advisories and the heartmate 3 lvas patient handbook under alarms and troubleshooting, power cable disconnected alarm, and low battery advisories. Making the power cable leads connections and precautions are documented in the heartmate 3 lvas patient handbook under guidelines for power cable connectors and what not to do: driveline and cables and the heartmate 3 lvas IFU. Specifically, the cables should not be twisted, kinked and severely bent so as to damage the internal wires. Also, precautions should be taken not to damage the external outer jackets of the cables (cuts, marring and crushing). The heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Maintenance of heartmate clips and batteries periodically and prior to use is specified in the heartmate 3 lvas IFU caring for heartmate batteries and clips and the heartmate 3 lvas patient handbook caring for heartmate batteries and clips. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had issues with power connection alarms intermittently that persisted after having their battery clips changed. A review of the log files by technical services found low voltage advisory events on (B)(6) 2021 at 0801 while the patient was using their batteries, which appeared to be due to a bad or intermittent connection between the battery and the battery clip contacts.